Manufacturer narrative:
Insulin pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the insulin pump back on. No unexpected post-reset ram crc alarm, history pointers failed, or trace pointers are invalid alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had post-reset ram crc alarm and history pointers failed. The history pointers are corrupted alarm on insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.